Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited noisy signals and far-field oversensing, which triggered inappropriate atrial tachy response (atr) episodes. Further evaluation of the non-boston scientific right atrial (ra) and right ventricular (rv) leads on this patient was recommended. No adverse patient effects were reported. This crt-p remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited noisy signals and far-field oversensing, which triggered inappropriate atrial tachy response (atr) episodes. Further evaluation of the non-boston scientific right atrial (ra) and right ventricular (rv) leads on this patient was recommended. No adverse patient effects were reported. This crt-p remains in service. Additional information was received indicating that this crt-p was explanted and successfully replaced. No additional adverse patient effects were reported. This crt-p has not been returned for analysis.